Event description:
The user facility reported that the distal portion of a glidecath became separated during an interventional procedure. Communication with the user facility confirmed the following: the detached distal portion of the catheter was retrieved. The original procedure was successfully completed; and the pt is reported to be "fine."

Manufacturer narrative:
The involved device is currently in transit to the mfg facility in (B)(4) for eval. However, preliminary eval has been performed based upon photographs of the involved sample and inspection of the retained sample from the reported lot. Review of the photograph of the actual sample confirmed that the shaft of the catheter had been torn into 2 pieces at the transition between the non-braided tube and braided tube. Inspection of the retained sample from the reported lot confirmed that there were no defects or anomalies. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based on the available info, the appearance of the photograph of the involved sample is consistent with the catheter having been damaged and then separated into 2-pieces due to continued manipulation of the device against resistance. The device labeling does address the potential for such an event in the warning/precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending and follow-up. (B)(4).